Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There was no allegation against this part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no allegation of a failure against this part (unknown blade).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. This report is for one (1) unknown tfna helical blade. Part and lot numbers are not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. PMA 510(k): unknown. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was scheduled on (B)(6) 2017 due to trochanteric fixation nail advanced (tfna) system fixation failure, nonunion of a proximal femur fracture, and re-fracture above level of cable due to failure of fixation. The patient sustained a complex reverse intertrochanteric right femoral fracture on (B)(6) 2016 and underwent surgery on (B)(6) 2016 to treat the fracture. During this surgery the fracture was reduced and stabilized with one (1) unknown 1.7mm cerclage cable, one (1) unknown ztemp trochanteric fixation nail advanced (tfna) nail 235mm right, and one (1) unknown ztemp tfna helical blade (dynamic locking mode). The postoperative course was uneventful. On (B)(6) 2017, the patient presented at the hospital emergency department. X-ray revealed implant failure of the tfna nail at the level of the proximal aperture above the level of the cable. Additional information regarding the revision surgery and patient outcome was not available for reporting as of the date of this report. This report is for one (1) unknown tfna helical blade. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product problem field was incorrectly reported in initial medwatch #(B)(4). There was no allegation of product malfunction. This report was for an adverse event with required intervention to prevent permanent impairment/damage. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.